Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 558 mg/dl. The customer stated the insulin pump shut off and treated with insulin. Customer was advised the battery cap will be replaced. The product will not be returned for analysis.